Event description:
It was reported patient presented remotely via merlin.net. Remote transmissions showed morphology issues on the patient's implantable cardioverter defibrillator (ICD) caused by electromagnetic interference. No intervention was performed. Patient was stable.